Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was bumped against the bathtub on accident: the device stopped working. The insulin pump was unresponsive. It was mentioned that the patient's blood glucose felt high, but they were not home to measure. The insulin pump was not returned for analysis at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No off no power anomaly noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump had minor scratches on the lcd window.